Manufacturer narrative:
Philips has investigated the reported complaint involving a field service engineer (fse) who was injured during a service procedure on a forte spect system. The investigation concluded that the injury was due to use error. The service manual (forte family radius ball-screw replacement procedure (B)(4)) provides detailed instructions for replacing the radius ball leadscrew, including clear warnings and caution messages to avoid finger pinching and to keep body parts out of harms way. Additional warnings are also present on the system and within the user interface, advising of hazards related to moving parts. The injury occurred due to an error by the fse, who, despite the procedural safeguards, inadvertently placed his hand in the area of risk, resulting in the injury. The failure to fully follow the safety protocols and manual instructions contributed to this oversight. A review of service history for the forte product family found no other reported injuries of this nature, indicating that this was an isolated event. While some level of risk exists any time internal moving components are accessed, the population at risk is limited to trained fses performing this specific service task. There is no off-label use that would expand that risk. The forte system continues to perform as intended and remains compliant with the regulatory requirements under which it was originally cleared for distribution. There is no impact to the device¿s intended use, indications for use, or overall effectiveness. The contact office, contact office entity and manufacturing site were corrected. The patient outcome and evaluation method codes were corrected. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Note: we have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided. It was reported that during the procedure for replacing the radial ball leadscrew of detector 1 on a forte jetstream system, a philips field service engineer (fse) sustained an injury to the left hand fifth finger. As part of the procedure, while the detector was being manually pushed, the fse had his finger in the pinch point area which resulted in the fse¿s left fifth finger getting pinched, resulting in a complete traumatic trans phalangeal amputation of the distal phalanx. Upon immediate recognition of the injury, the affected hand was promptly dressed, and the engineer was escorted to the emergency room for further medical intervention. The surgical team performed an urgent procedure to clean the injury site and applied 11 sutures to the wound. The fse then underwent revision surgery which included revision of the amputation with formal closure with flap. As per the investigation: the manual for the forte family radius ball-screw replacement procedure includes detailed instructions for replacing the radius ball leadscrew and provides instructions to avoid finger pinching. The injury occurred due to an error by the fse, who, despite the procedural safeguards, inadvertently placed their hand in the area of risk, resulting in the injury. The failure to fully follow the safety protocols and manual instructions contributed to this oversight. Based on the investigation, the reported incident is classified as a user error. Based on the available information, this issue has been determined to be a reportable event. Philips has started an investigation of this complaint.